Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06151. It was reported the patient's scs lead was fractured due to twisting of the lead from the patient spinning his ipg under the skin. The lead and ipg were explanted and replaced. Effective stimulation therapy was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.